Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. The helix was extended and clogged with blood and bodily fluid. After cleaning, helix could be retracted and extended. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up, a malfunction was noted on the right ventricular (rv) lead; no electrical values could be identified. Revision surgery was attempted, but the helix of the rv lead could not be extended or retracted, so a different rv lead was used. During the attempted implant, the patient developed shock symptoms, so the second rv lead was not implanted. The patient's condition following the procedure was stable. Related manufacturer reference number: 2017865-2017-05133.